Event description:
The following report was received from the field: during a coronary intervention the physician was unable to get the 2.75x18mm cypher sirolimus-eluting coronary stent to cross the target lesion at the left anterior descending (lad). While retrieving the device and exiting the patient the stent got stuck onto the catheter sheath introducer (csi) and the stent came off the balloon. The physician was able to retrieve the stent from the patient. There were no injuries to the patient.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.